Event description:
It was reported the pt is no longer receiving stimulation due to being unable to establish communication with his scs ipg using his charging sys and pt programmer. Subsequently, a low energy replacement charging sys was sent to the pt. It was also reported the pt underwent a back surgery (not scs sys related-bone growth stimulator) approximately one month ago; it is unk whether cautery was used during the procedure nor how close the procedure was to the scs ipg.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.